Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 414-433 mg/dl. Reportedly, the cartridge tubing was leaking. Customer performed a supply change and administered a correction bolus to address the issue.